Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is re-using the infusion set, and wearing the cartridge for 4-5 days. Tandem clinical support informed customer that re-using the infusion set, and wearing the cartridge for 4-5 days is off label per the user guide. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.